Event description:
There were difficulties encountered as the subject catheter was being advanced through two implanted stents to the target lesion; and after several attempts to pass through stents, the catheter was kinked. The physician removed the device; however, approximately 3 cm of the catheter tip was fractured in a y-connector during removal. The fractured part was completely removed from the guide catheter. The physician stated that ¿the fracture was occurred when the tip got caught in the y-connector.¿ there was no clinical consequence to the patient.

Event description:
There were difficulties encountered as the subject catheter was being advanced through two implanted stents to the target lesion; and after several attempts to pass through stents, the catheter was kinked. The physician removed the device; however, approximately 3 cm of the catheter tip was fractured in a y-connector during removal. The fractured part was completely removed from the guide catheter. The physician stated that ¿the fracture was occurred when the tip got caught in the y-connector.¿ there was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the returned device found that a 2.8cm distal segment of the catheter was fractured. It was noted that the distal end of catheter and the proximal end of broken segment were flat/crushed and stretched. The distal end of the broken segment was also kinked. A functional test using a 0.020in mandrel was performed and resistance was experience due to the flat/crushed and stretched section at the distal tip and dried blood in the catheter. It is probable that the catheter was kinked while attempting to pass through the two previously placed stents and the kinked section of the catheter got caught in the y-connector during removal, causing it to get flat/crushed and stretched and the tip to break. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported event.